Manufacturer narrative:
Correction from h6: 4256 to: 213.

Event description:
It was reported by the user facility in switzerland when withdrawing the peeling forceps out of the eye the trocar fell out of the eye. The trocar was reinserted into the eye and fell out again after re -insertion and vitrectomy. It was reported the patient's conjunctiva was opened to reduce the conjunctival swelling. The trocar site was sutured at the end of the operation.

Manufacturer narrative:
The trocar has been requested. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event.

Event description:
The conjunctiva was opened with conjunctival scissors.

Manufacturer narrative:
Three 25ga trocar knives were returned. Visual inspection found the trocar knives loose inside a white plastic container with a lid and the tip protectors are in place. Microscopic examination found all three knives, esa hub and sleeve assemblies dirty with dried solution and particulates on them. Two esa hub and sleeve assemblies have dried solution under the valves on the flats of cannulas, and one esa hub and sleeve assembly has a tear in the valve. One valve has visible gaps between the flaps and the slits appear to be off centered. The inner diameter of the sleeves appears to be round. The samples were sent to the vendor for measurements of the inner diameter of the hub and sleeve assemblies. The investigation is ongoing.

Manufacturer narrative:
Visual inspection of the hub assemblies by the vendor found particulates on the knives and cannulas confirming they were used. An attempt to measure the inner diameter of the tip of the cannula was unsuccessful due to a particle on the tip, which made it difficult to determine the exact location of the edge. Due to the particulate, the inner diameters of the cannula are unable to be accurately measured. The cannulas were fully seated on the knives indicating that the cannulas are the correct size. The ridges on the outside of the cannulas were present and assist in keeping the hub assemblies in place during use. The complaint details are insufficient to determine if there were any issues with surgeon¿s technique. The root cause of this complaint is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.